Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01580, 3005099803-2011-01581, 3005099803-2011-01582, 3005099803-2011-01583 and 3005099803-2011-01585 for the other associated device information. It was reported to boston scientific corporation that six resolution clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, the patient was being treated for a bleeding ulcer in the duodenal bulb. In all six instances, the clips were positioned at the target site however; they would not close on the mucosa. The clips did release from the catheter and fell into the patient in an open position. It was reported that the clips were not retrieved. The case was completed with an argon plasma coagulation (apc). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.